Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During multiple partial nephrectomy procedures that either the needle would popped off the suture or the suture would break. Another like device was used to continue with the procedure. No further information was provided to the rep. There were no adverse consequences reported. No product returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: (B)(4) represents the initial reporting of the events. (B)(4) represents the ambiguous number of events. - how many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - please indicate in how many procedures the needle would pop off the suture: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please indicate in how many procedures the suture would break: - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - could you kindly provide the lot number, please? - please provide the source or name of person providing answers to follow-up questions: 1. 3 sutures broke during the procedures. 2. 3 total procedures, 1 suture per case was broken. 3. The sutures broke during the partial nephrectomy cases. 4. Total of 3 cases, total of 3 broken sutures. 5. None were reported to ethicon, only to 2 ethicon reps. Not sure of his name. He was just subbing for (B)(4). 6. Sorry, no lot number/s were saved. 7. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.